Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. The returned device found a set screw with a rounded socket and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during the device replacement procedure the physician experienced difficulty with the right ventricular (rv) connector on the new device. The rv lead tested with no sensing, no pacing, high impedance, and no capture. When testing was done with the old device or programmer, there was no issue with the rv lead. The physician placed the atrial lead into the rv connector on the new device and testing showed the same results as with the rv lead. A new device was implanted and all measurements showed "no problems." No patient complications have been reported as a result of this event.